Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 4/7/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: during investigation of the returned pump, ¿cs069¿ alarm reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot.. The ¿cs069¿ failure is defined as language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in black box. The error is resident to flash chip.